Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the pump's battery life was shorter than expected. Reportedly, the battery cap was unable to attach fully on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: a review of the black box data showed dates from (B)(6) 2007. Evidence of battery alarms and reboots was observed. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was observed in the battery compartment and on the underside of the returned battery cap. The returned battery cap had stripped threads and the pump intermittently powered on using the cap. A test cap was used to complete investigation. The pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was observed. (B)(4).